Event description:
It was reported that at implant the physican could not advance the set screw in the right ventricular port. The device was not used and returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found, but grommet damaged was noted.